Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day of diagnosis of the peritonitis, the patient began treatment with intravenous injection of vancomycin (1gram, after every 72 hours) for peritonitis. At the time of this report, the patient was recovering from peritonitis and antibiotic treatment was ongoing. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Four days after onset of treatment, vancomycin therapy was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.